Event description:
A malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump which resolved the issue.